Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was above 400 mg/dl. The customer¿s current blood glucose value was 370 mg/dl. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with bolus. Based on customer¿s report customer does not allege under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer states auto mode feature was active. Customer states they was hospitalized due to another health issue gastro paresis. The insulin pump will not be returned for analysis.